Event description:
It was reported that this patient received an appropriate shock for a ventricular arrhythmia however, post shock there were observations of noise that was being oversensed on the right ventricular (rv) channel which resulted in pacing inhibition of less than two seconds. It was noted there were episodes from a year ago that also had noise. Technical services recommended programming optimization and isometrics. There were no out of range impedances however, impedances dropped from the mid 600 ohms to mid 500 ohms. Subsequently, this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.